Manufacturer narrative:
No anomalies found by checking the drh of the cementless stem involved (lot# 201809417). On a total of (B)(4) stems manufactured with the same lot#. No other complaints reported on the same lot#. We will send a final emdr once the investigation will be concluded.

Event description:
Revision of a smr reverse prosthesis performed on (B)(6) 2018 due to stem loosening. According to the info reported, during the revision surgery, the stem previously implanted on (B)(6) 2018 was replaced with a cemented one to give more stability to the humeral side. Surgeon satisfied with final prosthesis stability. Event happened in (B)(6).

Manufacturer narrative:
No anomalies found by checking the DHR of the cementless stem involved (lot# 201809417) on a total of 30 stems manufactured with the same lot#. No other complaints reported on the same lot#. No explants nor x-rays were provided to limacorporate. No info about patient's clinical condition. Conclusion: with the very few info received, a deeper investigation about this case is not possible. We can only speculate that an initial incorrect surgeon's prosthesis choice (cementless stem instead of a cemented prosthesis) could have contributed to the event. Manufacturing records of the cementless stem involved were checked and the batch was manufactured correctly up to specs and in-line with the relevant checks and tests and no manufacturing deviations were reported. Event not product related. Pms data: we are aware of a total of 4 smr reverse revision surgeries due stem loosening on a total of more than (B)(4) smr reverse prosthesis implanted since 2002. Specific revision rate=(B)(4). No specific corrective action for this case. Limacorporate will continue monitoring the market.

Event description:
Smr reverse revision surgery due to stem loosening performed on (B)(6)2018. According to the info reported, during the revision surgery, the stem previously implanted on (B)(6)2018 was replaced with a cemented one to give more stability to the humeral side. Surgeon satisfied with final prosthesis stability. Event happened in australia.